Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made and device remains implanted.